Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was confirmed that the forceps could not be inserted due to clogging of the channel. However, the broken connector could not be confirmed. Hence, the root cause of the suggested event could not be identified and the device did not meet its specifications nor functions, confirming damage on the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a procedure when trying to bring the endoscopic bronchial ultrasound (ebus) needle down into the working channel, it stops. It is not possible to get past the working canal from any direction. The customer states that when tested with a thin spray catheter it was discovered that the connection that was connected to the bronchoscope from the washer is broken and a small plastic part is missing right where it joined the working channel. There were no reports of patient harm.